Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele, a rectocele, and pelvic organ prolapse. It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to fix incontinence. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling and pinnacle were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced frequency, nocturia and urinary incontinence.